Manufacturer narrative:
After battery installation, device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion around the battery connectors and on the keypad flex cable. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and software error alarms. The customer blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer reported that the software detected alarm was displayed before the open book image was displayed on the screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for the analysis.